Manufacturer narrative:
Date of event: the event date is estimated. The reported event of a controller exchange was not able to be confirmed. The heartmate 3 system controller (serial #: (B)(4) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking for the reason for the controller exchange, for the exact date of the exchange, if exchanging the controller resolved an issue, and if the exchanged controller would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(4) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a controller exchange in october.